Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) screen is damaged and has caused scars on their fingertips.

Manufacturer narrative:
On (B)(6) 2024 further clarification was received from the user: because of the damaged screen they did get small cuts on the fingers when swiping and using the pdm. No medical attention was required as a result of the event. The device was not returned.